Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("each medical device is embedded over the approximate 2.5 cm of the proximal aspect of each fallopian tube.") And pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. 809706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's past medical history included d & c on (B)(6) 2011, miscarriage and fatigue. Concurrent conditions included overweight, unspecified postpartum hypertension, anxiety, irritability, dry skin, somnolence, depression, hernia and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced libido decreased ("decreased libido"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced lyme disease ("autoimmune disorder (lyme disease )"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder (fibromyalgia)"), arthralgia ("hip pain"), neck pain ("neck pain") and pain in extremity ("thigh pain/arm, hand, finger pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, fibromyalgia, tooth disorder, fatigue, migraine, headache, weight increased, libido decreased and lyme disease outcome was unknown, the pelvic pain, arthralgia and neck pain had resolved and the back pain and pain in extremity was resolving. The reporter considered arthralgia, back pain, embedded device, fatigue, fibromyalgia, headache, libido decreased, lyme disease, migraine, neck pain, pain in extremity, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records feeling tired (fatigue), weight gain, headache, abdominal pain, decreased libido, pelvic pain and embedded device. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs and mr received. New reporters and reporter information added. Events: lyme disease , embedded device added. Historical condition, concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("each medical device is embedded over the approximate 2.5 cm of the proximal aspect of each fallopian tube.") And pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. 809706-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's past medical history included d & c on (B)(6) 2011, miscarriage and fatigue. Concurrent conditions included overweight, unspecified postpartum hypertension, anxiety, irritability, dry skin, somnolence, depression, hernia and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced libido decreased ("decreased libido"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced lyme disease ("autoimmune disorder (lyme disease )"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder (fibromyalgia)"), arthralgia ("hip pain"), neck pain ("neck pain") and pain in extremity ("thigh pain/arm, hand, finger pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, fibromyalgia, tooth disorder, fatigue, migraine, headache, weight increased, libido decreased and lyme disease outcome was unknown, the pelvic pain, arthralgia and neck pain had resolved and the back pain and pain in extremity was resolving. The reporter considered arthralgia, back pain, embedded device, fatigue, fibromyalgia, headache, libido decreased, lyme disease, migraine, neck pain, pain in extremity, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records feeling tired (fatigue), weight gain, headache, abdominal pain, decreased libido,pelvic pain and embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. 809706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's past medical history included d & c on (B)(6) 2011 and miscarriage. Concurrent conditions included overweight and unspecified postpartum hypertension. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fibromyalgia ("autoimmune disorder (fibromyalgia)"), tooth disorder ("dental problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), libido decreased ("decreased libido"), back pain ("lower back pain"), arthralgia ("hip pain"), neck pain ("neck pain") and pain in extremity ("thigh pain/arm, hand, finger pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia and neck pain had resolved, the fibromyalgia, tooth disorder, fatigue, migraine, headache, weight increased and libido decreased outcome was unknown and the back pain and pain in extremity was resolving. The reporter considered arthralgia, back pain, fatigue, fibromyalgia, headache, libido decreased, migraine, neck pain, pain in extremity, pelvic pain, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information and events: autoimmune disorder (fibromyalgia), dental problems, fatigue, migraines, headaches, weight gain, decreased libido, lower back pain, hip pain, neck pain, thigh pain/arm, hand, finger pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.